Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device is at end of life (eol) and the patient is considering a replacement time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told their device battery depleted in advance and was recommended to replace it. The device remains in use. No patient complications have been reported as a result of this event.